Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the swage when the surgeon pulled the needle from the tissue during knotted suturing at the fascia. At that time, the surgeon had grasped the needle at the tip. No fragment remained in the patient's body and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.